Event description:
The patient experienced a loss of stimulation concurrent with therapy loss about 3-4 weeks ago. There were no trauma/falls related to this incident. He was at program 2 at 6.5 v with ins confirmed on. When changed to program 3 at 6.5 v he felt stimulation very faintly at the ins pocket. Stimulation was felt in the pocket at programs 1-3. He had an appointment with his doctor schedule for (B)(6) 2012. Additional information has been requested.

Manufacturer narrative:
Lead: model 3889-28, lot# v204342, implanted: 2009 (B)(6), explanted: programmer: model 3037, serial# (B)(4). (B)(4).

Event description:
Additional information requested reported that the patient was reprogramed in the office by a manufacturing representative. The patient was advised to try other programs on the device. It was further noted that there was battery depletion of the internal neurostimulator (ins) and that the device was off. No patient injury or hospitalization was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)